Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated: b4: date of this report; b5: describe event or problem; g4: date received by manufacturer ; g7: type of report, follow-up number ; h2: follow up type; h3: device evaluated by manufacturer; h6: event problem and evaluation codes; h10: additional narrative. The product was returned and the reported events are non-verifiable as the device did not malfunction, pictures or x-rays were not provided and medical events are non-verifiable events. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported events. Device history record (DHR) review was completed for the subject lot number (2012071856). It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number (2012071856) for similar events and no other relative complaint was identified. The reported events could not be recreated due to the nature of the dental device and events (medical conditions). The complaint is not related to the functional performance of the device.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unknown/not provided. Email address unknown/not provided.

Event description:
It was reported that the implant ioss585 failed due to infection and bone loss. The doctor also mentions a large bone loss around the implant.